Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify that the information contained in this report.

Event description:
As reported to coloplast, though not verified, patient's legal representative stated foreign body (exposed sling) in vagina, and excision of exposed mid urethral sling in vagina performed under local anesthesia.